Event description:
Caller reported blood glucose results of 565 mg/dl and 226 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The physician attempted to use the penumbra stroke system but a staff member had screwed the filter on the pump too tight and the plastic broke inside the nut. The second pump was used successfully.